Manufacturer narrative:
The investigation into the delivery issues- anatomy and the low pump flow issues has been completed. The device was not returned for investigation. Per the clinical information provided, the patient had a newly implanted tavr before impella use. The doctor encountered difficulty inserting the impella using a non-impella sheath, which was resolved by using the sheath recommended for impella. The cause of the difficulty inserting/removing pump through introducer issue was related to the use of a non-recommended sheath. The cause of the low pump issue was most likely biomaterial based on data log review.

Event description:
The complainant had an impella cp delivered to support a transcatheter aortic valve replacement (tavr) patient. The pump failed to deliver through the 1st 14fr sheath. The team replaced the sheath with a new 14fr and delivery was accomplished. The pump had low flows/suction and the team believed perhaps there was a damage made to the pump in the insertion at the sensor.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.